Manufacturer narrative:
The customer¿s report of the burette cracked during an ivig infusion was confirmed. Visual inspection of the set noted a 2.4320 inch crack along the volume graduation markings of the burette chamber. There were no other anomalies observed. Functional testing was deemed unnecessary due to the damage to the burette chamber. The root cause of the cracked burette was not determined.

Event description:
It was reported that the burette cracked during an ivig infusion, no medication was comprised. No patient harm. Although requested, no further information was received.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the burette cracked during an ivig infusion, no medication was comprised. No patient harm.